Event description:
The customer reported a failure to acquire lead 4. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device and accessories were sent to the philips bench for eval. The reported symptom could not be reproduced. Device logs also showed no errors related to ECG. Wear and contamination were noted on the ECG connector port. The ECG connector, trunk and leadsets were replaced to address the issue per the discretion of the repair technician. The device passed all testing and was returned to the customer site for use. The reported symptom could not be reproduced and multiple parts were replaced at the discretion of the repair technician. We are therefore unable to determine the cause of the reported symptom.